Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, dehydration, and high blood glucose levels. The blood glucose reading was 864 mg/dl. The customer complained of vomiting, difficulty breathing, chest pain, and lethargy. He was also unresponsive at one point. The hospital treated him with an insulin drip. The customer's wife stated that the customer had once delivered over 100 units of insulin and could not bring his blood glucose of 600 mg/dl down at all. The caller declined troubleshooting for high blood glucose. She stated that she was mad at the insulin pump and that she would troubleshoot with her representative later. Nothing further reported.